Manufacturer narrative:
The intended use of the revolving disc cutter is to remove disc material from the intervertebral space once paddle distraction, provided in incremental heights, is used to gradually distract the disc space. Center the appropriate sized shaver in the disc space and rotate to continue preparation of the end plates. Complete the discectomy and end plate preparation using preferred instruments. The report indicates the disc space had collapsed and the disc cutter was being used in the collapsed space. Visual inspection of the broken instrument indicates impact marks from multiple strikes likely resulted in the instrument breaking which is contrary to the intended rotational use, use error. The collapsed disc space likely contributed to the event. Once the fragment was removed, bone chips were placed in the disc space as sufficient disc space to place a cage was not achieved. The investigation found no evidence to indicate a device issue.

Event description:
While attempting to retrieve a fragment of a broken instrument during a tlif procedure, the fragment was pushed to the contra-lateral side. The surgeon closed the surgical site, and entered from the contra-lateral side to remove the fragment.